Event description:
Procedure performed in the popliteal into the trifurcation area, which had three different fractures viewed from image. The pt experienced acute ischemia; recanalize with a balloon angioplasty with two stents which overlapped the entire fractured stent.